Event description:
A hospital in (B)(6) reported that two iw950 infant warmer cosycots had cracked head cases. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Serial #: (B)(4). Method: one upper head case of the complaint device was returned to fisher & paykel healthcare (fph) (B)(4) and visually inspected. Results: cracked lines and crazing were observed on the middle-bottom section of the warmer head as well as the front-end dome portion. The head label also showed cracking and crazing. Conclusion: the crazing and cracking of the complaint warmer heads are related to a known problem and usually caused by inappropriate cleaning solutions used on the warmer head that causes environmental stress cracking (esc). Esc is one of the most common causes of unexpected brittle failure of thermoplastic polymers like the plastics used on the warmer head. The initiation and growth of a crack is caused by the combined action of the stress and a corrosive environmental liquid. The hospital is known to have used cleaning agent that is not approved by fph. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.